Manufacturer narrative:
Implant date: device was not deployed. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did find four similar reports with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported a kink in the sheath. The following information was provided by the user facility: when the locator was being inserted in the insertion sheath, resistance was felt. When the insertion sheath was checked, a kink was observed in the tip of the sheath. The device was not used and replaced by another angio-seal device to continue the procedure. The physician had completed the training process on the device prior to this case. The size of the sheath ancillary used was 6 fr. Blood loss was reported to be less than 250cc. Hemostasis was successfully achieved by the second device. There was no health damage to the patient.